Event description:
This device was one of two devices reported for not forming complete constructs. On four days later it was learned that one of the two devices formed straight shots, one of which went into a nurse's finger.

Manufacturer narrative:
Evaluation completed on 12/14/06 and it was determined at that time that this was the device that formed straight shots. This was due to normal wear on a reusable device.